Event description:
Caller reported that pump battery depleted too quickly, but it did not lead to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the caller to uninstall and reinstall the mobile app and to monitor battery depletion, instructing follow-up if it exceeded 35% per day. Customer understood and acknowledged the instructions.